Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump dispensed all the insulin from the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/27/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history was reviewed and confirmed several ¿no cartridge detected" warnings on the reported failure date. The pump powered up normally and was able to complete the rewind, load and prime steps successfully. The force sensor was found to be out of calibration. During evaluation, the pump was opened, and the force sensor was disassembled. No contamination or damage was found to the force sensor assembly. Further inspection showed a crack on the force sensor flex around the pins.